Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. IV was in and working, but obviously resulted in having to poke the pt for another IV.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. IV was in and working, but obviously resulted in having to poke the pt for another IV.